Manufacturer narrative:
Batch review performed on 27 may 2020: lot 153017: (B)(4) items manufactured and released on 05-aug-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016. Additional device involved: batch review performed on 27 may 2020: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 28 size m 0 (k112115) lot 18c0004: (B)(4) items manufactured and released on 17-oct-2018. Expiration date: 2023-09-25. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a disassociation of the bipolar head from the biolox head that was caused when the patient was getting out of bed. The surgeon converted the patient from a bipolar hip to a total hip 3 months after primary. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed by medacta medical affairs director:the bipolar cup had the plastic ring removed; it was not possible to determine the root cause of the event, but it could be probably due to a lever arm that caused the removal of the ring.